Event description:
Caller reported the advantage system gave a blood glucose result of 377 mg/dl, reported no symptoms. Customer not treated based on the advantage result. Emt meter result 30 minutes later was 37 mg/dl, customer treated with orange juice. Customer discarded the system, replacement was sent.